Event description:
Surgeon had a 29 mm circular stapler in place to create an end-to-end ileorectal anastomosis. Provider introduced the stapler through the anus and up to the stapled end of the rectum. The stapler was well-positioned in the rectum. The spike was normally deployed and then coupled with the anvil. The stapler was tightened as usual and without difficulty. Provider waited 15 seconds, and then released the safety and pulled the trigger. Expected sound of the stapler motor was not heard. Provider then went from the abdomen to between the legs and held and inspected the stapler. The reassuring green check was visible on the stapler. Provider loosened the stapler as usual (2 full turns) and then began the extraction of the stapler from the rectum. There was a little resistance to extraction of the stapler but not more than expected. When the stapler was completely extracted from the rectum, provider saw the ileum with the anvil in place coming out of the anus. It was identified that the stapler had been pulled through the rectum and out the anus. The rectum was badly damaged. Provider had no choice but to excise more rectum. It is not anticipated the partial proctectomy will impact the eventual ability to reverse the patient's ostomy.